Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional impedance information was received from the clinical site via a rep. Impedance information at 0.7 amplitude: c <(>&<)> 0 2043 c <(>&<)> 1 1461 c <(>&<)> 2 2015 c <(>&<)> 3 2296 c <(>&<)> 8 2165 c <(>&<)> 9 2061 c <(>&<)> 10 1753 c <(>&<)> 11 1511 0 <(>&<)> 1 2205 0 <(>&<)> 2 3277 0 <(>&<)> 3 3855 1 <(>&<)> 2 2185 1 <(>&<)> 3 2987 2 <(>&<)> 3 3088 8 <(>&<)> 9 2649 8 <(>&<)> 10 3024 8 <(>&<)> 11 2903 9 <(>&<)> 10 2311 9 <(>&<)> 11 2583 10 <(>&<)> 11 2061 ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had high unipolar impedances. There were no known interventions and the event was considered ongoing. No patient symptoms or further complications were reported as a result of this event. Impedance information at 0.7 amplitude: c & 0 2043 ohms, c & 2 2015 ohms, c & 3 2296 ohms, c & 8 2165 ohms, c & 9 2061 ohms.